Event description:
A malfunction during pumping was reported with an alarm 30 on the pump. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer successfully loaded a new cartridge following proper technique with assistance from technical support and resumed insulin therapy.